Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2025-00219.

Event description:
It was reported that intra-operatively, two torque limiting handles did not provide adequate torque, allowing for rod movement during compression. Another torque handle was used to complete the procedure with no patient impact. This is report two of two for this event.

Event description:
It was reported that intra-operatively, two torque limiting handles did not provide adequate torque, allowing for rod movement during compression. Another torque handle was used to complete the procedure with no patient impact. This is report two of two for this event.

Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. H6: additional method code: 4109. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. The torque output was tested with load cell ID: 2662-a/2662-b. The torque output of the handle ranged from 45.0 in-lbs to 46.5 in-lbs. Per drawing 07.02053.001 rev. D, the torque output should be 90 in-lbs +/- 5% (85.5 in-lbs to 94.5 in-lbs). The handle was sent to gauthier for evaluation, and was found to be out of specification. Root cause: this event could be attributed to lack of routine calibration as the device had not been returned for recalibration in nearly six years. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that intra-operatively, two torque limiting handles did not provide adequate torque, allowing for rod movement during compression. Another torque handle was used to complete the procedure with no patient impact. This is report two of two for this event.